Event description:
It was reported that the right atrial lead exhibited noise and oversensing. Reprograming options and further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.